Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 69 and blood glucose was 223 mg/dl. Customer reported that sensors were not sticking and a sensor that fell out in the bathtub had a kinked cannula. Customer was advised that sensors and tape would be replaced.